Event description:
It was reported that during a lap cholecystectomy procedure, failure. However, resolved by slowly firing 3 clips outside the pt and checking the feed down into the jaws and then proceeded. The attached clip is the one that failed to form on the cystic duct, but was trapped in the jaws. There were no adverse consequences to the pt.